Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Additionally, the cartridge shroud was damaged. Customer changed the cartridge to resolve the issue. Customer¿s blood glucose was 102 mg/dl.